Event description:
The customer reported that the device was rebooting.

Manufacturer narrative:
The customer reported that the device was rebooting. This complaint is still being investigated. A follow- up report will be submitted upon completion of the investigation.